Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed uncomplicated the 6th of september for treatment with furix. The 1st of october the homecare complains about difficult in infusing and aspirating from the PICC. The PICC seponated and a hole is seen about 5 cm from the tip.